Manufacturer narrative:
The reported event of ¿failure to interrogate through rf¿ was confirmed. The device was received in an original box with no rf communication. Analysis of the device image indicates loss of rf telemetry due to coarse tuning failure. Device code was reloaded, and rf telemetry was restored. Analysis performed, including thermal and mechanical stressing of the device, did not find any anomalies, was normal and battery voltage was still in the range of normal operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During device preparation, it was noted that the pacemaker was failed to interrogate. The pacemaker was not used and replaced. The patient was in stable condition.